Manufacturer narrative:
Evaluation method: no information available at the time of this report. Results: none. Conclusion: exact cause of the event cannot be determined as the product has not been returned. Analysis: to date, this product has not been returned for analysis, and product specific information has not been provided. As such, review of the device history record could not be performed. Return of the device is anticipated. Conclusion: no definitive conclusions can be drawn at this time, as limited information is available concerning this event. Return of the device is anticipated. A follow up report will be submitted pending receipt and analysis of this product. No adverse patient effects reported.

Event description:
Medtronic received information that this hollow fiber oxygenator exhibited high premembrane pressures of 450mmhg. This observation was made during the case. The device was changed out during the procedure with no reported patient complication.